Event description:
Avanos medical, inc. Has voluntarily recalled specific lots of mic* safety peg and corflo* safety peg kits. These kits include a vial of lidocaine hydrochloride injection 1%, 5 ml, which is used as a local anesthetic to help minimize patient discomfort during placement procedures. Avanos has been notified that the supplier of this component, (B)(4), has initiated a recall of certain lidocaine hydrochloride injection products due to quality issues. This product is packaged within our mic* safety peg and corflo* safety peg kits, thus, avanos is initiating a voluntary recall of the affected product. Risk to health: use of the affected lidocaine hydrochloride injection 1%, 5 ml may pose potential risk to infection. Introducing questionably sterile product into sterile tissue can result in infectious transmission of microbes. The severity of adverse effects can range based on patients¿ pre-existing conditions prior to exposure. Manufacturer response for mic safety peg and corflo peg kits - lidocaine hydrochloride injection 1%, 5 ml, (B)(4) (per site reporter). Voluntary recall by manufacturer.